Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the replaced the battery tray for the imaging system on 25 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery tray has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was experiencing an issue with batteries. No additional information was provided. There was no patient present when this issue was identified.